Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the stapler revealed the thumb pusher was detached. The loading unit was received with a full complement of staples and the interlock was set. Microscopic inspection revealed no damage to the knife blade. Functional evaluation of the instrument and loading unit was conducted by reattaching the firing knob. The instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deem ed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the ostomy was done, the first nail could be fired, but after a nail was replaced, the trigger was broken and dropped, and it was difficult to keep going back to the end. Replaced with a new gun and staple to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the ostomy was done, the first nail could be fired, but after a nail was replaced, the trigger was broken and dropped, and it was difficult to be inspired to the end. Replaced with a new gun and staple to resolve the issue in order to complete the case. There was no patient injury.